Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus error occurred, initially affecting drawer 2.3 and subsequently impacting additional drawers. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 1 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer (fse) confirmed that drawers 5 and 6 were not on the bus and no light illuminating diodes (leds) were illuminated on either drawer. For drawer 5 (half-height), the module controller was replaced. For drawer 6 (full height), both the drawer and module controllers were replaced. Both drawers were tested in hta and within the application, and functionality was restored. The system functioned as intended after the field service engineer repaired the device.